Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking or jolting sensation. The night before the report, the pt was shocked twice, so the stimulation was turned off. The pt was directed to their healthcare provider for eval. Add'l info has been requested, but was not available as of the date of this report.